Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having numerous problems with the sensor. She reported that she received calibration error alerts as well as a sensor error alert. Customer stated that the sensor error alert occurred during the initiallization period. The sensor was removed and the cannula was not bent. The blood glucose reading was 223 mg/dl. Nothing further was reported.